Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service team indicates a noisy image and foreign object in the nozzle and air/water delivery cylinder tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for the noisy image the most probable cause was traced to component failure and for the foreign object in air/water delivery cylinder tube and nozzle the most probable cause was not established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.